Manufacturer narrative:
Corrected data- b1: type of event.

Manufacturer narrative:
H10/11: corrected data - h6: health effect-impact code, investigation findings, investigation conclusions.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a thoracic aortic aneurysm utilizing a gore® dryseal flex introducer sheath. The physician attempted to insert the sheath from the right leg, but the sheath could not advance even after pta was performed. The physician attempted pull through technique from left brachial artery, but this was not successful in advancing the sheath. When attempting to remove the sheath, the patient¿s blood pressure decreased. Vessel damage in the right external iliac artery was observed on angiography image. The procedure was converted to surgical procedure. The vessel damage was treated by surgically. The patient tolerated the procedure. Reportedly, the vessel from abdominal aorta to external iliac artery was significantly tortuous.